Event description:
The manufacturer became aware of an allegation related to a simplygo mini device. The manufacturer received information alleging congestive heart failure. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.